Event description:
The customer reported the ventilator was alarming due to a vent inop air valve liftoff failure. The device was not in use on a patient; therefore, there was no patient involvement or harm. During evaluation, the manufacturers field service engineer (fse) confirmed the error in the diagnostic log, but was unable to duplicate the reported problem. The fse replaced the power supply as a precaution to address the reported problem. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Power supply replaced as a precaution.

Manufacturer narrative:
Date: (B)(6) 2014. The power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).